Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to reproduce the error in the reported problem area of the pipetter assembly. The fse replaced a plunger clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.